Event description:
It was reported that while monitoring a pt, the device powered off. The customer indicated that the device was not being used for defibrillation, only monitoring. There was no adverse affect on pt care, due to the reported failure.

Manufacturer narrative:
Physio-control continues to investigate the reported failure, and will submit a supplemental report on this event to the FDA.